Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump battery life was down to about 2 weeks, from a month. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884.

Manufacturer narrative:
Pump passed self test, active current measurement, and sleep current measurement. The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: battery cycle 5.0 received the lowbatteryalert (104) on 01/23/2026 08:44:00 after more than 7 days at 25.56 days. Battery cycle 3.0 received the lowbatteryalert (104) on 12/28/2025 09:29:00 faster than expected at 4.48 days. Battery cycle 2.0 received the lowbatteryalert (104) on 12/23/2025 13:16:00 faster than expected at 5.74 days. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor, internal battery and vibrator assembly noted. The sc1 cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.